Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley beneath the conductor wire at the silicone potting. The instrument failed the electrical continuity test. The complaint regarding the unstable energy output was confirmed by failure analysis .

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury.